Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap on the adhesive of the acoustic lens likely occurred from stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
This is an olympus demo asset with no reported malfunction from any end user. There is no patient involvement and no harm to any patient. Upon inspection of the device, it was observed that the acoustic lens surface was damaged, and there was a gap in the adhesive of lens at the distal end. This creates the potential of staining of the inside of the lens. This medwatch is being submitted for the reportable issue of gap of the adhesive of the acoustic lens observed during asset inspection.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the acoustic lens surface was damaged and there was a gap in the adhesive of lens at the distal end. This is attributed to wear and tear. Other observations for the device are: guide pin of electrical (el) el-connector is loose; adhesive of distal end rubber coating (a-rubber) has wear; and due to wear of angle wire, the play of up/down and right/left knobs is out of the standard value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.